Event description:
During a gastrectomy procedure, it was not stapled at proximal end part at 1st firing. (About 10mm) it was completed by additional suture. There were no adverse consequence to the patient.